Event description:
It was reported that in the day following the implant procedure, low sensing, low impedance, and a high capture threshold were observed from the right ventricular (rv) lead. Because the patient was pacemaker dependent, the physician programmed off the new system and reprogrammed the old system that was left abandoned to deliver therapy. Diagnostic imaging was performed which confirmed the rv lead was dislodged from the implant position. The following day, the physician repositioned the rv lead to resolve the dislodgement and the lead showed good values in impedance, threshold, and sensing. The old system was programmed off and the new system was programmed back on to deliver therapy. No additional patient consequences were reported. Additional information regarding the rv lead serial number has been requested, but not yet received.